Event description:
--

Event description:
Additional information was received three months later that the device and right atrial (ra) lead continue to exhibit high out of range pacing impedance measurements. Additionally, the ra lead exhibited loss of capture (loc), however, it was reported that the patient is not atrially paced. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was reported that device memory revealed the high out of range measurements began approximately two months ago. The right atrial (ra) lead also exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Additionally, noise was observed on the right ventricular (rv) lead that was felt to be oversensing of sensed atrial activity. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.